Event description:
The manufacturer received information alleging a ventilator's battery was not charging. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a failure of the device to charge its internal battery was observed. The device's power supply was replaced to address the issue. The malfunction of the power supply would result in the failure of the device to operate on ac power or to charge its internal battery. (B)(4).